Manufacturer narrative:
Inspection of device identified that the the left strain gauge sensor is incorrectly installed on the bed. It was not tightened as specified on the drawing of the assembly line and the component became loose due to the bed transportation rendering the bed exit alarm non-functional as expected.

Event description:
Customer reported to technical service of umano medical that the bed exit system did not alarm correctly while the detection system was activated .he mentioned that the zeroing and the calibration were done as recommended in the user manual. There was no patient involvement.